Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "improper shutdown" was not duplicated. A review of the event history log did not identify any improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified via testing of the pump. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an improper shutdown during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.